Manufacturer narrative:
Please note: this event involves these additional devices pxc141200 / lot; pxc141000 / lot; and pxc181400 / lot.

Event description:
In 2006, a patient underwent successful emergent repair of a ruptured abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Two months later, the patient developed an intestinal infection and underwent an exploratory laparotomy which confirmed the development of a fistula between the patient's bowels and the aneurysmal sac. Seven days later, all of the gore devices were prophylactically explanted and a dacron graft was surgically implanted. An axillary bilateral femorofemoral procedure was then performed. The patient tolerated the procedure. All devices have been returned to gore for analysis.